Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, but was unable to load new cartridge at the time and advised to call back if malfunction recurs. There was no adverse impact to the customer¿s blood glucose level.